Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was plugged into a test monitor and the monitor was powered on; the image was good. The baton's cable was manipulated but the reported failure could not be reproduced. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the picture was intermittently cutting out when the cord was moved. No delay in the procedure was indicated though the use of a back-up avl baton 3-4 was noted. No harm to patient or user was reported.